Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported skin has become very dry and developed very dry eyes after using mask. Optician confirmed and advised to stop using the mask.